Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the problem by inspecting the error log. The fse was able to duplicate the problem by attempting to home all motors, the "4313" error code reoccurred. The fse inspected the s104 sensor and did not find any dust or debris blocking the sensor "ear". The fse replaced the s104 sensor and was able to home all motors with no errors. The fse did not see any dropped cups. The fse performed a daily check, and ran quality control (qc) made up by the customer. The qc was in range and the analyzer was operating as expected and returned to use upon customer's signature. The pia board was returned to tosoh instrument service center for investigation. The pia board was inspected for resistance using multimeter before installing onto the test bed analyzer and broken circuit paths on the board was found. It was discovered that paths to ground were giving high readings. Vcc (1) to ground (3) gave ~1 megaohm and input (2) to ground (3) was ~200 kiloohm. Multiple pia boards on analyzer were inspected and found resistance between 1-3 to be ~360 ohms and 2-3 to be ~22 kiloohms. No attempt to replicate error as probable cause of failure was found before installing part onto test bed analyzer. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2019 through aware date 25sep2020. There were no similar complaints identified during the searched period. The aia-2000 operator's manual - error messages states the following: 4313: sample loader x3-axis home overrun. Cause: the home sensor activated improperly after movement of the sample loader x3-axis. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event is faulty pia board. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 4313, sample loader x3-axis home overrun on the aia-2000. Customer states the errors started in the evening and the night shift found many dropped cups and had removed them. The site was able to finish; however, the error has returned. Customer indicated that she cannot find no dropped cups during the morning time. A field service engineer (fse) was dispatched to address the reported issue, which caused a delay in reporting alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.